Event description:
Pt was originally operated in 1999 to have segmental spinal correction system screws and rods implanted. Pt reported pain in his right leg and foot, and x-ray on june 28, 1999 confirmed that an segmental spinal correction system 6mm pedicle screw at l4 was not in the right position. Pt was re-operated on 7/19/99. It was discovered that the screw was piercing through the medial wall of the pedicle, and impinging on a nerve root, thus causing pain and weakness in the pt's right leg and foot. The screw and the corresponding rod were removed. The screw was examined by the physician and found to be intact. Another canal was prepared within the same pedicle. As the original screw cannot be reused per labeling directions, another 6mm screw was placed back in the pedicle in the proper orientation, i.e. Directed more laterally, and the rod re-assembled. The surgery was reported to be successful. The pt is reported as satisfactory. No additional info is forthcoming and no additional analysis is deemed necessary.